Event description:
It was reported that the device was sensing false episodes the day after implant. This is frustrating the patient because it is happening everyday multiple times per day. The device was reprogrammed to less sensitivity. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was sensing false episodes the day after implant. This is frustrating the patient because it is happening everyday multiple times per day. It was further reported that a high number of premature atrial contraction's and sinus arrhythmia was captured as atrial fibrillation (af). The af detection was reprogrammed to "least sensitive". The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku.